Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1860. The settings had been reviewed: reservoir volume was 128.4 ml, the rate was 3.0 ml/hr, and 9.65 ml had been given. The rate had been confirmed on the 5-fu label. The pump had been started, and the screen had displayed "run," with a reservoir volume of 128.4 ml, before alarming with error 1860 once more. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.